Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 20 closed samples and 1 open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results are: 0.77 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, taking into account the open sample received and that there are previous confirmed complaints of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: we conclude that this complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle detached from thread. Additional information has not been provided.